Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The likely root cause is that the patient did not properly disconnect the patient line from the transfer set during therapy. Labeling was adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This sample was discarded. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air) on the homechoice (hc) device. The home patient (hp) stated that she woke up and saw that she had disconnected from the patient line and her bed was all wet. The hp stated that the patient line was on the floor, but hp reconnected anyway. The technical service representative (tsr) advised the hp to disconnect and not attempt therapy until she first speaks to the nurse (rn). Follow up with the patient revealed that she was placed on prophylactic antibiotics.